Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws came apart and unhinged. An instrument release kit (irk) was required to release the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage to the distal wrist. The housing was removed for inspection and found with no damage. There was no problem detected. The continuity test was performed and passed with no issues. No product issue was identified. Additionally, the instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end of the bipolar yaw pulley. No material was missing, and no thermal damage was observed. Electrical continuity was tested and passed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.